Manufacturer narrative:
Stenotic bioprosthetic valve. Additional manufacturer narrative: it was learned that this patient had a stenotic bioprosthetic valve. Many factors can contribute to the onset bioprosthetic stenosis, including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. In this case, there is insufficient information to confirm the root cause of this event. There have not been any allegations of a quality deficiency related to the edwards valve. No further actions are possible with the available information.

Event description:
Transcatheter valve-in-valve implantation for failed bioprosthetic heart valves study: it was identified through review of this literature that this patient experienced aortic stenosis of their edwards bioprosthetic valve after an implant duration of approximately 14 years. The patient underwent a successful valve-in-valve transcatheter aortic valve replacement.